Manufacturer narrative:
Based on the information provided, the cause of the patient¿s operative complications is unknown. If additional information is obtained, a follow-up MDR will be submitted. Isi received the green stapler reload that was associated with this reported event. However, upon inspection, the advanced failure analysis team identified that the reload was a non- isi product. A site history review was executed and no other complaints or product returns were found for this reported event. Isi has reviewed the site¿s system logs with a procedure date of 09-mar-2020. The stapler 30 instrument with part number 470530-05, lot t10180523-0002 was used to fire 6 reloads (one green stapler 30 on the first firing of the case, and 5 white stapler30 reloads). All firings were completed per the logs and there were no incomplete clamps on the installs that had the firings. After the 5th white reload firing, a stapler 45 part number 470298-14, lot t10200107-0023 was installed twice with a green stapler 45 reload, but never attempted any clamps or fires. Then the stapler 30 was installed three more times with a green stapler 30 reload. However, the surgeon never attempted to clamp on the first two of these installs. On the third install of the stapler 30, there were 3 incomplete clamps in 3 attempts and therefore never attempted to fire this green stapler 30 reload. Following the stapler 30 incomplete clamps, the stapler 45 part number 470298-14, lot t10200107-0023 was used to fire one green stapler 45 reload. Firing was completed per the logs and there were no incomplete clamps on the install with the complete firing. Nothing in the logs would explain the staple line issue reported in the complaint. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, towards the end of the procedure when the surgeon inflated the bronchus, a hole was discovered at the staple line. The hole was not apparent to the surgeon until after the bronchus was inflated. At that time, the surgeon decided to use a third party laparoscopic stapler to close the hole on the bronchus. The surgeon did not allege any malfunction of an isi system, instrument, or accessory.

Event description:
It was initially reported that during the da vinci-assisted pulmonary lobectomy surgical procedure, it was alleged that a staple line failed and the surgeon completed the procedure with a laparoscopic stapler instrument. On 10-mar-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the procedure when this stapling issue occurred. The surgeon had initially used a stapler 30 instrument to staple across the bronchus. However, the stapler 30 instrument only reached 70% clamping and did not fire. The surgeon switched to a stapler 45 instrument and was able to reach full clamping and fire successfully. The staple line was fully formed. Prior to stapling, the surgeon had removed a specimen from the bronchus. When the surgeon inflated the bronchus, a hole was discovered at the staple line. The hole was not apparent to the surgeon until after the bronchus was inflated. The surgeon was finishing the case and decided to use a third party, laparoscopic stapler instrument to close the hole. The hole was large enough to allow an instrument to pass through. The surgeon confirmed that the patient was fine with no post-operative complications. On 13-mar-2020, the csr provided the following additional information: the patient was a caucasian female in her sixties (not sure of exact age) who had nodules in her lung underwent the lobectomy procedure. The surgeon fired on the bronchus with a green stapler 30 reload installed on a stapler 30 instrument; however, the surgeon had experienced a clamping issue. The surgeon had fired the stapler 45 instrument with a green stapler 45 reload, and it clamped successfully and fired a clean complete staple line. However, later during inflation, a hole was identified that was big enough for the shaft of an instrument to go through. The surgeon and the or staff speculated that it was possible that during inflation, the anesthesiologist might have put a scope (a non-isi product - scopes used by the anesthesiologist) through the staple line. The surgeon¿s second speculation was that the tissue integrity could have contributed to the staple line hole. The surgeon did not allege any malfunction of an isi system, instrument, or accessory. It was confirmed that there was no buttress material, and there is no photographic image or video recording available for review. On 31-mar-2020, isi contacted the csr since the green stapler reload received was identified as a non-isi product. She stated that if the returned product was a non-isi product, then isi will not have another reload for analysis, because the remaining reloads were discarded.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a hole was discovered at the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".